Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings: a review of the black box showed multiple call service 052/054/012 slave communication alarms. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no intermittent conditions to the printed circuit board or continuous glucose monitoring module. Unrelated to the original complaint, the battery compartment was cracked at the threads to the side and below the grip pad. The returned battery cap was undamaged. Additionally, the display was "dimi" and red.